Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 376 mg/dl at the time of incident. Customer experienced high blood glucose and it was treated with correction bolus. Customer stated that the drive support cap was normal. The devices will not be returned for analysis.